Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator battery depleted 4 months after implant. The pt had a fall and was put on a medication. The pt was unable to have surgery due to the medication, although she desired device replacement. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.